Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included infertility from 2005 to 2006. Concurrent conditions included shingles since 2014, blood pressure high since 2014, polymenorrhoea, cystoscopy and vaginal hysterectomy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), coital bleeding ("abnormal bleeding (general-bleeding with intercourse)"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and uterine leiomyoma ("fibroid uterus"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse / dyspareunia"), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue / fatigue"), headache ("headaches / headaches"), abdominal distension ("bloating / gastrointestinal or digestive system condition; bloating"), migraine ("migraines"), nausea ("nausea"), anaemia ("other; anemia"), uterine cervical metaplasia ("cervicitis with squamus metaplasia"), uterine adhesions ("intrauterine adhesion"), adenomyosis ("florid adenomyosis") and endometriosis ("endometriosis of the upper cervical canal with cicatrical fibrosis"). The patient was hospitalized on (B)(6) 2014. The patient was treated with surgery (davinci robotic laparoscopic assisted vaginal hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, coital bleeding, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea, fatigue, headache, abdominal distension, migraine, nausea, anaemia, uterine leiomyoma, uterine cervical metaplasia, uterine adhesions, adenomyosis and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, anaemia, coital bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine adhesions, uterine cervical metaplasia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. The outer coils of the essure micro-insert then expanded visually over the course of the next 10 seconds. Following removal injuries were resolved (unspecified). Expanded coils that appeared trailing into the uterine cavity was 6 on both side. Diagnostic results: on (B)(6) 2014, surgical pathology report showed uterus with cervix: cervicitis with squamous metaplasia. Intrauterine adhesions, disordered proliferative endometrium and small endometrial polyp. Florid adenomyosis. Endometriosis of the upper endocervical canal with cicatricial fibrosis. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia, abdominal pain, nausea, abdominal distention, headache. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), gastrointestinal or digestive system condition; bloating, migraines, nausea, pain, other; anemia. Endometriosis of the upper cervical canal with cicatrical fibrosis, florid adenomyosis, intrauterine adhesion, metaplasia, fibroid uterus. Concomitant disease, lot number, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included infertility from 2005 to 2006. Concurrent conditions included shingles since 2014, blood pressure high since 2014, polymenorrhoea, cystoscopy and vaginal hysterectomy. Concomitant products included cetirizine hydrochloride, fluoxetine hydrochloride (fluoxetin) and fluoxetine hydrochloride (prozac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), coital bleeding ("abnormal bleeding (general-bleeding with intercourse)"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroid uterus"), uterine cervical metaplasia ("cervicitis with squamus metaplasia"), uterine adhesions ("intrauterine adhesions") and adenomyosis ("florid adenomyosis/ endometriosis of the upper cervical canal with cicatrical fibrosis"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue / fatigue"), headache ("headaches / headaches"), abdominal distension ("bloating / gastrointestinal or digestive system condition: bloating"), migraine ("migraines"), nausea ("nausea") and anaemia ("other; anemia"). The patient was hospitalized on (B)(6) 2014. The patient was treated with surgery (davinci robotic laparoscopic assisted vaginal hysterectomy.), surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, coital bleeding, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, abdominal distension, anaemia, uterine leiomyoma, uterine cervical metaplasia, uterine adhesions and adenomyosis had not resolved and the abdominal pain, dysmenorrhoea, headache, migraine and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, anaemia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine adhesions, uterine cervical metaplasia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. The outer coils of the essure micro-insert then expanded visually over the course of the next 10 seconds. Following removal injuries were resolved (unspecified). Expanded coils that appeared trailing into the uterine cavity was 6 on both side. Diagnostic results: on (B)(6) 2014, surgical pathology report showed uterus with cervix: cervicitis with squamous metaplasia. Intrauterine adhesions, disordered proliferative endometrium and small endometrial polyp. Florid adenomyosis. Endometriosis of the upper endocervical canal with cicatricial fibrosis. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia, abdominal pain, nausea, abdominal distention, headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Outcome of following events were updated from unknown to not recovered/ not resolved: vaginal hemorrhage, menorrhagia, coital bleeding, pelvic pain, adenomyosis, uterine leiomyoma, uterine cervical metaplasia, uterine adhesions, abdominal distension, anemia, fatigue, dyspareunia. Concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included infertility from 2005 to 2006. Concurrent conditions included shingles since 2014, blood pressure high since 2014, polymenorrhoea, cystoscopy and vaginal hysterectomy. Concomitant products included cetirizine hydrochloride, fluoxetine hydrochloride (fluoxetin) and fluoxetine hydrochloride (prozac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), coital bleeding ("abnormal bleeding (general-bleeding with intercourse)"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroid uterus"), uterine cervical metaplasia ("cervicitis with squamus metaplasia"), uterine adhesions ("intrauterine adhesions") and adenomyosis ("florid adenomyosis/ endometriosis of the upper cervical canal with cicatrical fibrosis"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue / fatigue"), headache ("headaches / headaches"), abdominal distension ("bloating / gastrointestinal or digestive system condition: bloating"), migraine ("migraines"), nausea ("nausea") and anaemia ("other; anemia"). The patient was hospitalized on (B)(6) 2014. The patient was treated with surgery (davinci robotic laparoscopic assisted vaginal hysterectomy.), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, coital bleeding, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, abdominal distension, anaemia, uterine leiomyoma, uterine cervical metaplasia, uterine adhesions and adenomyosis had not resolved and the abdominal pain, dysmenorrhoea, headache, migraine and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, anaemia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine adhesions, uterine cervical metaplasia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. The outer coils of the essure micro-insert then expanded visually over the course of the next 10 seconds. Following removal injuries were resolved (unspecified). Expanded coils that appeared trailing into the uterine cavity was 6 on both side. Diagnostic results: on (B)(6) 2014, surgical pathology report showed uterus with cervix: cervicitis with squamous metaplasia. Intrauterine adhesions, disordered proliferative endometrium and small endometrial polyp. Florid adenomyosis. Endometriosis of the upper endocervical canal with cicatricial fibrosis. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia, abdominal pain, nausea, abdominal distention, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 40-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included infertility from 2005 to 2006. Concurrent conditions included shingles since 2014, blood pressure high since 2014, polymenorrhoea, cystoscopy and vaginal hysterectomy. Concomitant products included cetirizine hydrochloride, fluoxetine hydrochloride (fluoxetin) and fluoxetine hydrochloride (prozac). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue / fatigue"), headache ("headaches / headaches"), abdominal distension ("bloating / gastrointestinal or digestive system condition: bloating"), migraine ("migraines"), nausea ("nausea") and anaemia ("other; anemia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), coital bleeding ("abnormal bleeding (general-bleeding with intercourse)"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroid uterus"), uterine cervical metaplasia ("cervicitis with squamus metaplasia"), uterine adhesions ("intrauterine adhesions"), adenomyosis ("florid adenomyosis/ endometriosis of the upper cervical canal with cicatrical fibrosis") and cervicitis ("cervicitis with squamus metaplasia"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("painful menstrual cycle"). The patient was hospitalized on (B)(6) 2014. The patient was treated with surgery (davinci robotic laparoscopic assisted vaginal hysterectomy.), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, coital bleeding, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, abdominal distension, anaemia, uterine leiomyoma, uterine cervical metaplasia, uterine adhesions and adenomyosis had not resolved and the abdominal pain, dysmenorrhoea, headache, migraine, nausea and cervicitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, anaemia, cervicitis, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine adhesions, uterine cervical metaplasia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. The outer coils of the essure micro-insert then expanded visually over the course of the next 10 seconds. Following removal injuries were resolved (unspecified). Expanded coils that appeared trailing into the uterine cavity was 6 on both side. Diagnostic results: on (B)(6) 2014, surgical pathology report showed uterus with cervix: cervicitis with squamous metaplasia. Intrauterine adhesions, disordered proliferative endometrium and small endometrial polyp. Florid adenomyosis. Endometriosis of the upper endocervical canal with cicatricial fibrosis. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia, abdominal pain, nausea, abdominal distention, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received: event cervicitis with squamus metaplasia added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle"), fatigue ("fatigue"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the vaginal haemorrhage, dyspareunia, dysmenorrhoea, fatigue, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, fatigue, headache and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.